Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: h6: component code updated to 525: tube. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. The legal manufacturer reviewed: the customer provided the cleaning disinfection and sterilization (cds) processes, where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus was unable to determine, what the foreign material was. There was no physical damage to the location, where the foreign material was found. And there were no deviations from the IFU in reprocessing steps. The foreign material was confirmed, to be adhered to the auxiliary water channel. However, a definitive root cause of the foreign material in the scope was unable to be determined. The suggested event is detectable and preventable, by handling device in accordance with the following instructions for use: instructions for use states: the detection method in evis exera ii cf, type 180 series, operation manual, chapter 3: preparation and inspection. Instructions for use states: the preventive measures in evis exera ii cf, type 180 series, reprocessing manual, chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside auxiliary channel. There were no reports of patient involvement.